Event description:
A ventilator was returned to the manufacturer because the device did not meet the acceptance criteria of the evaluation process due to an allegation of a ventilator inoperative code. The complaint was confirmed during the evaluation of the device at the manufacturer's service center. The circuit board needs to be replaced. The device was scrapped.